Event description:
It was reported that there was a bad burning smell coming from a homechoice (hc) machine after a power failure during dwell. The technical service representative (tsr) arranged to swap the hc and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice was returned and analyzed. Upon evaluation, the device was noticed to have a burning smell. Visual inspection was performed with no issues noticed. The device was unable to power on. The cause for the reported issue was determined to be a defective power inlet module. After the power inlet module was replaced, the device passed all check and calibration tests successfully. The device was returned to good working condition. Should additional relevant information become available, a supplemental report will be submitted.